Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction h6: investigation conclusion - correction h6: type of investigation - correction h6: investigation findings - correction h6: investigation conclusion - correction.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm. On (B)(6) 2023,the patient had nausea before passing out. The cgm (continuous glucose monitor) display device showed no blood glucose reading and was in signal loss. The bg (blood glucose) was reading 32 mg/dl by the sister, and she called ems (emergency medical services). The sister provided carbohydrates to the patient, and he recovered before ems arrived. He took additional carbohydrates upon their arrival. At the time of the report, the patient was fine. No product was provided for evaluation. Data was provided for investigation. Data review showed a long gap in the data starting at 12:21 pm on (B)(6) 2023 and lasting until (B)(6) 2023 at 11:48 am when a new sensor session was started. The allegation was confirmed via data. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced signal loss which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient experienced nausea before passing out. The cgm (continuous glucose monitor) display device showed no blood glucose reading and was in signal loss. The bg (blood glucose) was reading 32 mg/dl by the sister, and she called ems (emergency medical services). The sister provided carbohydrates to the patient, and he recovered before ems arrived. He took additional carbohydrates upon their arrival. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was fine. No product was provided for evaluation. Data was received but is pending evaluation. A follow-up report will be submitted upon completion. The allegation and a probable cause could not be determined. No additional patient or event information is available.